Event description:
It was reported that the lead exhibited noise, impedance less than 100 ohms and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was crushed and the proximal coil wad fractured at 34 cm from the connector pin which resulted in noise and a low impedance anomaly. The damage is consistent with physiological factors (i.e.: rib-clavicle crush).